Event description:
It was reported that the user experienced recurrent occlusion alerts on the ilet pump and, during troubleshooting, confirmed attaching the infusion set connector to the cartridge before inserting the cartridge into the pump. Upon removal, the connector¿s internal needle was observed slightly bent with minor leakage at the needle side. Symptoms included hyperglycemia peaking at 250 mg/dl. Outcomes included no reported impact beyond interrupted insulin delivery alerts. Investigation included remote troubleshooting and user education on correct connector attachment after cartridge insertion. Investigation of this case revealed probable infusion set connection damage leading to flow restriction and leakage, consistent with a connector not attached correctly. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to connector attachment.